Event description:
The facility reports that during a catheter insertion, the catheter tubing became disconnected from the hub. The catheter tubing was removed from the pt without the need for med or surgical intervention.

Manufacturer narrative:
Microscopy examination revealed that the eyelet had separated from the tubing. Sample eval: visual examination revealed that the eyelet had separated from the catheter and the tubing. Retention samples from the same lot number were found to meet spec for catheter security. Co was unable to determine a root cause for the separation of the eyelet and tubing.